Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in a coronary artery. Upon the initial inflation attempt, only the distal third of the delivery balloon inflated leaving the stent partially expanded at the target lesion site. The delivery balloon was deflated and withdrawn from the pt without complication. Two high-pressure balloon catheters were subsequently utilized. The first balloon ruptured and the second balloon catheter was used to fully expand the stent at the target lesion site. There were no add'l clinical sequelae reported relative to the event.